Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 jaws were not the same length and had exposed metal. They opened a second kit to complete the evh without further incident. No delay other than opening a second kit. Discover occurred prior to patient contact. No patient injury reported.

Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 03/03/2023. An investigation was conducted on 03/07/2023. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the jaws. There was no visible peeling of the jaws observed. Both the cold and hot jaw gray silicone insulation was observed to be intact. There were no visual defects observed on the heater wire. A mechanical evaluation was conducted. The blue toggle was manipulated to open and close the jaws with no visual defects observed. The jaws lined up, and there were no visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failures "peeled; delaminated; jaw" as well as "defective device" was not confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot # 3000295050 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.